Event description:
Germany. It was reported that the patient underwent primary breast augmentation on (B)(6) 2024, and later developed capsular contracture baker grade IV in the right side and bottoming out in the left side. On (B)(6) 2025, she underwent revision surgery. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
As stated in the literature, double-bubble and bottoming-out deformities represent the second most common reason for revision surgery in breast augmentation. Etiopathogenesis of these complications is still unclear. The aim of this paper is to report our findings in breast cadaver dissections focusing on the inframammary fold (imf) applied anatomy and to critically review our ten-year experience in breast augmentation. (Salgarello, m., & visconti, g., 2017). Dfu revision: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "the inferior displacement of a breast implant, increasing the distance between the nipple-areolar complex and the inframammary fold, after breast implant surgery. Risk factors reported in the literature are, but not limited to the quality of the preexisting breast tissue (thin subcutaneous tissue, defective dermal elements, breast tuberosity), the breast implant selection (larger implants), the imf dissection and the placement of the implant during surgery (submuscular and subglandular planes). The clinical symptoms resulting from a bottoming out implant are asymmetry, upward-pointing nipples, sagging breast, palpable implant, among others. Prevention of this complication is based on the anticipation of the possible causes, for example: a careful and individual assessment of the mammary soft-tissues, a careful implant selection, preparation with a technique that can minimize the risk, and to provide adequate breast support after the surgery. The treatments may vary depending on the severity of the complication and go from a simple sub mammary fixation to the use of additional supporting materials." Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Bottoming out is considered a potential risk of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Manufacturer narrative:
General conclusion: device involvement: a causal relationship between the reported capsular contracture and the device has been established. Event characterization: the event was classified as a capsular contracture. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was confirmed meeting the requirements for a capsular contracture, classified as baker grade iii/IV. This classification indicates moderate to severe contracture, characterized by firmness, distortion, and potential patient discomfort or pain. Root cause analysis: capsular contracture is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of capsular contracture is recognized as multifactorial, with potential contributing elements including postoperative patient-specific biological responses, and surgical technique. Given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to a defect in the device or its production. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformance's, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the reported event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.